Event description:
The customer reported via phone call that he had been hospitalized for a low blood glucose. Customer stated that he loves his pump and that his blood glucose are almost perfect customer mentions that he bottoms out sometimes. Customer is seeing his doctor next month. Customer forgot to rewind on his first infusion set and accidentally gave himself 2/3 of the insulin in the reservoir and went to the emergency room. Customer has not had any issues since then. Customer stated that he's been testing 7-10 times a day and that he bottomed out today. Customer has hypoglycemic unawareness. Customer was sleeping and woke up to go to work. Customer was being active and when he tested his blood glucose was 38 mg/dl. Customer declined to talk to the helpline and will speak to his doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.